Event description:
A foreign distributing customer returned an electromechanical ambulatory infusion pump to mckinley medical for repair. They stated that the pump was under-delivering at a rate of approximately 15% to 20%. There is no report of patient injury.